Event description:
It was reported that a uv disconnect cap did not cover the spike of the transfer set completely when connected. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report two of two.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection was performed with no issues noted. A functional test and dimensional analysis were performed, no issues were noted. The reported issue could not be identified during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same event/patient as (B)(4).